Event description:
It was reported that four (4) exactamix 4000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the events occurred on an unspecified date, reported as over the past 3-4 weeks (12/15/2023- present). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between january 27, 2023 - january 28, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.